Event description:
The st. Jude medical rep reported that the lead had a loose is-1 pin. At implant, the lead had good measurements. The following day the measurements were taken and had noticeably decreased. A lead revision was done and when the lead was removed, it was noticed that the pin of the is-1 portion was visibly moving and turning as if it were disconnected inside the lead. The lead was returned for analysis.